Event description:
The device was returned from the dealer for service with the allegation that the unit's audible alarms were non-functional. There was no reported pt harm. The repair evaluation confirmed this malfunction of the audible alarm component not operating as specified. As respironics is not the manufacturer of the alarm component, the root cause is being identified by the alarm manufacturer and a follow-up report will be submitted when that info becomes available.